Event description:
A healthcare professional reported that the infusion cannula from a pak leaked during surgery. A new pak was opened and another infusion cannula was used to complete the surgery without further complication. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional info has been requested but not received to date. (B)(4).